Event description:
9/24/96 the surgeon stated he accidentally partially fired the black handle. It would not staple or cut. He felt there should be a safety mechanism in place to prevent this. He opened another device and it worked fine. Kjb